Manufacturer narrative:
The lead was returned due to patient infection. As received, a complete lead was returned in one piece. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer related number: 2017865-2018-12384; 2017865-2018-12386. During an in-clinic follow-up, a pocket infection was observed. The device and both the right ventricular (rv) and right atrial (ra) leads were explanted to resolve the event and the patient was stable.